Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a faint ring artifact occurred in a head scan. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse confirmed the reported issue and performed a visual inspection of the system. The fse determined that the compensator (bowtie filter) was broken inside the a-plane collimator. The a-plane collimator was replaced to resolve the issue and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event.